Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were each returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t2 position. Bio debris is present. Device two, the t1, t2, and suture were not returned. The actuator is stuck at the tip of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cycled but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two, the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during a meniscus repair, after the t1 implant of two (2) fast fix were deployed, the devices could not bounce back to deploy t2. The t1 was successfully removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 implant of the fast fix was deployed, the device could not bounce back to deploy t2. The t1 was successfully removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.